Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) was sensing atrial depolarization. It was confirmed that the rv lead dislodged. The rv lead was removed and replaced during a routine upgrade procedure. No patient complications have been reported as a result of this event.